Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Upon review, it was noted low amplitude and it was suspected some type of electromagnetic interference (emi). Technical services (ts) was contacted, and after the shock, there were no additional stored events. The s-ICD system remains implanted. No adverse patient effects were reported.